Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Although a definitive root cause conclusion cannot be made, clinical, patient and pharmacological factors may have impacted the event with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had elevated lab values and was hospitalized. It was reported that the patient was given thrombolytics while in the hospital. The condition of the patient is unknown at this time. No additional information available.

Manufacturer narrative:
(B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing records confirmed that the associated device met all requirements for release. Analysis of the log files revealed a rise in power consumption logged starting (B)(6) 2016 to a peak of 3.7 w outside of normal power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmalogical factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.